Event description:
It was reported that the ilet user¿s glucose was 94 mg/dl and trending to 88 mg/dl when they chose not to announce a meal when consuming three slices of pizza due to fear of hypoglycemia, which constituted an incorrect use procedure related to the user interface. Symptoms included feelings of hunger, fatigue, and mild weakness. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified involving failure to follow instructions related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.